Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert, the implantable cardioverter defibrillator was in backup vvi mode. After a software download, the device resumed normal function.